Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# j94142216, implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (4 mg/ml at 1.66 mg/day), bupivacaine (2.5 mg/ml at 0.8312 mg/day), and clonidine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 07-jul-2016 it was reported that the patient had 6 months left until eri (elective replacement indicator) and opted for a pump replacement. Once the pump was accessed during surgery, fluid from the catheter was unable to be drawn back via the cap (catheter access port). No diagnostics were performed. The pump and catheter were replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The cause for the inability to aspirate was unknown.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found no anomaly with the device. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found no significant anomaly with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.